Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospitalized due to low blood glucose level. The customer's experienced different blood glucose values were 38, 129, 211, 177, 253, 245, 120, 68, 213 mg/dl. Customer was treated with bolus. Troubleshooting was done. The insulin pump will not be returned for analysis.